Event description:
According to the reporter, during a scoliosis deformity correction procedure the coronal rod bender broke at the tip. Also, during the procedure, the matrix threaded persuader bent at the tip. Surgeon was able to complete procedure with no adverse effect to pt.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. A review of device history records for mfg revealed no complaint related issues. Mfg visual evaluation noted the tip was broken. Instrument corresponds to drawings and processes at the time of manufacture. The investigation found too much force was applied to the tip.